Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant the patient experienced pericarditis. It was further reported that the right ventricular (rv) lead exhibited high threshold and low impedance. The rv lead was explanted. The right atrial (ra) lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.